Event description:
The patient contacted animas to report that the subject pump was hot to touch. When the battery was removed the patient claimed it also felt hot. At the time of troubleshooting, the patient confirmed there was no corrosion in the battery compartment. The patient claimed no further issues after the battery was replaced with a new one. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity related to the complaint observed in the black box or the download history. The battery that was returned with the pump shows no evidence of overheating. The battery compartment and cap are intact with no physical damage or evidence of moisture damage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.